Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. Effusion was noticed six hours post implant. The physician performed pericardiocentesis and 400ml of fluid was drained in the pericardial space. The patient remained stable and was discharged.